Manufacturer narrative:
Hill-rom service technician inspected the bed and determined that the cause of the self-run of the bed was related to the outer control board. The outer control board was replaced as the bed functioned as expected. A search of the hill-rom maintenance records shows that preventive maintenance was performed in 2006, 2007, 2008, 2009, 2010 and twice in 2013.

Event description:
Hill-rom received a report from user facility stating, the head and knee of the bed goes up by itself. There was no patient/user injury reported. (B)(4).